Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reprogram alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. The customer stated that the alarm occurred during the first rewind. The device will not be returned for analysis.